Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a missing o-ring (reservoir tube), minor scratches on the lcd window and case, and a cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the case on the reservoir compartment. The pump was not dropped or bumped. Customer's blood glucose was 156 mg/dl. Customer stated that the drive support cap does not appear to be damaged. Customer will be sent a replacement and was asked verbally and in written form to return the pump for analysis.